Event description:
It was reported that biomed had an arctic sun device they replaced the circulation pump last week and it passed calibration then, but it now had no flow, checked it out and inlet pressure was -7.0 and circulation pump command was 47 percentage. The water was flowing through the shunt line confirming an issue with the flowmeter and biomed was going to order a new flow meter.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a circulation pump component failure. The issue was mentioned while describing a device sensing issue related to the flow meter. The circulation pump was replaced and the device passed calibration. It is known that the device did not meet specifications and that the device was influenced by the reported failure. It is unknown if the device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device they replaced the circulation pump last week and it passed calibration then, but it now had no flow, checked it out and inlet pressure was -7.0 and circulation pump command was 47percentage. The water was flowing through the shunt line confirming an issue with the flowmeter and biomed was going to order a new flow meter.